Event description:
During a hem/onc on a patient, the line broke and a piece of the line was retained inside the body, requiring interventional radiology to go in and obtain. Additional information provided on (B)(4) 2013: outside of the catheter often noted to be peeling prior to break. Updated from customer: no known data collection for rates of infection post fracture and repair.

Manufacturer narrative:
Event evaluation: still under investigation.